Event description:
It was reported there was a system failure error. No patient injury was reported.

Manufacturer narrative:
Operator of device and labeled for single use are unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the top case corners, the right plunger case, the battery door, and the power cord clamp were cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the battery not working error was found upon power up, all battery values were zero and when using a test battery, the device operated as intended. Root cause of the reported event is due to normal wear consistent with use of the device. Replaced the battery, performed power up process, preventive maintenance and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: h5: correction: labeled for single use: no.